Event description:
Baxter reports that a minicap had a brown substance (povidone-iodine) oozing out from around the minicap. Although prophylactic antibiotics (type unk) were administered, there was no pt injury indicated at the time of the initial report.